Event description:
It was reported the healthcare professional (hcp) drilled the bur hole and screwed in the stimloc, but the stimloc did not click into place. The reporter stated the hcp checked the click for the slide attachment. It was noted the patient tried the stimloc in a few different orientations in the bur hole, but the attachment would not click into place. It was further noted the hcp checked the slide on the sterile table and the slide did not click and hold into place either. The reporter stated another stimloc was opened and that attachment worked perfectly. It was noted that there was no patient injury. Additional information received reported the patient was doing well and they were receiving effective therapy.

Manufacturer narrative:
Concomitant: product ID 924256, lot# 082200814a, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type accessory. (B)(4).